Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was having problems with the ins battery staying charged so he went to see the manufacturer representative about the issue was told that the ins battery needs to be replaced. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received form the manufacturer representative. It was reported that the representative was not aware of the battery not staying charged. However, he did note that the patient's device had gotten to overdischarge state more than 2 times and that the device was unable to be recovered with recharging attempts. The representative also recommended meeting with the hcp to consider replacing the device. The representative confirmed he spoke with the patient on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The representative was not able to verify that the patient's device was previously overdischarged, but he was only aware of the device being discharged and was able to recharge the device. The decision to replace the device was made by the hcp as an elective decision because the patient had an history of letting their device get to a discharge state. No further complications were reported/anticipated.